Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark and would not turn on, resulting in pump shutdown and inability to restart. There was no adverse impact to the customer¿s blood glucose level. Customer attempted multiple troubleshooting steps with technical support, including removing pump from case, pressing pump button as instructed, and trying different charging cables, wall adapters, and outlets, but issue did not resolve. Technical support confirmed pump was under warranty, arranged shipment of replacement pump.